Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap total hysterectomy. According to the reporter: the endostitch needle broke and part of needle remained in the device while the other part of the needle broke off inside the patient. The patient's abdomen was opened to retrieve needle after several unsuccessful attempts to remove it laparoscopically. The case was delayed by two hours. An x-ray was used to determine the location of the needle.